Manufacturer narrative:
The manufacturer previously reported receiving information alleging a "ventilator service required" alarm related to a ventilator's malfunction of a ventilator's oxygen flow sensor. There was no patient harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a "ventilator service required" alarm related to a ventilator's malfunction of a ventilator's oxygen flow sensor. There was no patient harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 13, 2024 and section h11 should be reported as: the manufacturer previously reported receiving information alleging a "ventilator service required" alarm related to a ventilator's malfunction of a ventilator's oxygen flow sensor. There was no patient harm or injury reported. The device was returned to the third party service center for further evaluation. Tthe device was evaluated. During the evaluation, dust was observed in the blower box. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third party service center concludes that they could not confirm the customer's allegation. Device was corrected. Sections d8, d9, h2, h3 and h6 has been updated in this report.